Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7022154, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was hospitalize due infection at the ipg site. Symptom of redness was noted. It was unknown what cause the infection. The patient underwent an explant procedure and was prescribe antibiotics. No device malfunction was suspected.